Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had issues with their sensors. It was reported that the first sensor jammed inside the device and the second would not calibrate and had cannula kinked. The customer's blood glucose level was reported to be 97.2mg/dl. Troubleshoot was reported to be conducted and the electrode was noted to be short. It was reported that the sensors would be replaced.